Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the er320 instrument would not fire correctly. This is the only info known as it was left on the buyers desk. The pt consequence is unknown.